Event description:
Caller reported a cgm error, specifically error 42, associated with the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support, which involved walking them through a pump reset. After the reset, the cgm error code was not displayed again, and the customer successfully started their sensor session.